Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported recurrent mr and edema appear to be related to the reported tissue injury. However, a cause for the tissue injury cannot be determined. Mr, tissue injury, and edema are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient remained hospitalized and surgical intervention was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A xtw (lot: 40129r1037) was implanted successfully, reducing mr to trace. On (B)(6) 2024, it was reported the patient had a significant posterior leaflet perforation, recurrent mr grade 4+, and pulmonary edema. The clip remained attached to both leaflets. Surgical intervention was performed on (B)(6) 2024 and the mitraclip was explanted.